Event description:
The patient had one endeavor sprint drug-eluting stent implanted during the index procedure. It was reported that the patient suffered a stroke approximately 17 months post the index procedure. It was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). Conclusions: inherent risk of procedure (cva/stroke). (B)(4).